Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported discordant (low) atellica im cyclosporine (csa) lot 055 patient results. The customer provided data for 2 patient samples tested on (B)(6) 2026 where the initial atellica im csa were lower than results from an alternate method obtained at a different lab. There are no reports of patient or user intervention or adverse health consequences in association with this event. Siemens is investigating.

Event description:
The customer reported discordant (low) atellica im cyclosporine (csa) lot 055 patient results. The customer provided data for 2 patient samples tested on (B)(6) 2026 where the initial atellica im csa were lower than results from an alternate method obtained at a different lab. There are no reports of patient or user intervention or adverse health consequences in association with this event